Manufacturer narrative:
The motor, electronics package ( 1128125) was returned. The evaluation was junction box / damaged housing. Head end broke off. The head spring section ( vc5000) was returned. The evaluation was frame/structure / not able to duplicate issue. No problem found. Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the motor broke on head end of bed and the end user was in the bed at the time when the bed fell no injury alleged.